Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device interrogation revealed that a power on reset had occurred and it was further noted that the device reset was due to radiation treatments. The device remains in use. No patient complications have been reported as a result of this event.